Event description:
This report was received from global pharmacovigilance and is a solicited report by a nurse from the (B)(6) of sterile peritonitis coincident with dianeal pd4 unknown bag, extraneal viaflex, and nutrineal pd4 unknown bag therapies. On an unreported date, the patient began treatment with dianeal pd4 unknown bag, extraneal viaflex, and nutrineal pd4 unknown bag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced sterile peritonitis requiring hospitalization. Information regarding remedial treatment, laboratory or diagnostic testing was not reported. The action taken with dianeal, extraneal and nutrineal therapies was not reported. At the time of this report, the outcome for the event of sterile peritonitis was reported as ongoing. The nurse did not provide an assessment of causality for the event of sterile peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.